Event description:
A patient was undergoing a laparoscopic cholecystectomy, intraoperative cholangiogram, laparoscopic reductions, and repair of an internal hernia. A harmonic scalpel was taken from an autoclave and placed on the back table in the or. Prior to beginning with the surgery, the handle of the harmonic scalpel was inadvertently laid on the patient's upper abdonmen, causing a superficial burn with blistering. This was felt to be only partial thickness. No other injury was noted.